Event description:
It was reported that the day after implant it was discovered on a routine chest x-ray, that the left ventricular lead had dislodged into the coronary sinus. The lead was unable to capture the left ventricle. The lead was repositioned and remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).